Event description:
On (B)(6) 2016, while the programmer was printing out data during a pacemaker follow-up, a runtime error message was displayed on the programmer screen. Once this message was acknowledged, the subject programmer went back to the startup screen. Subsequently, the pacemaker involved in this follow-up was interrogated again and the follow-up was completed. Explanation of the root cause of the message display is required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2016, while the programmer was printing out data during a pacemaker follow-up, a runtime error message was displayed on the programmer screen. Once this message was acknowledged, the subject programmer went back to the startup screen. Subsequently, the pacemaker involved in this follow-up was interrogated again and the follow-up was completed. Explanation of the root cause of the message display is required.